Manufacturer narrative:
The report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)) and is related to and occurred prior to (c&r#: 3003768277-08/04/2023-005-c).

Event description:
It was reported to philips that cannot emit lateral fluoros the x-ray on the foot switch in the examination room. The is connected to a loss of live image related to a allura xper fd10/10. There was no reported patient or user harm.